Event description:
Reporter alleged the pt received a discrepant blood glucose result of 330 mg/dl back to back with a result of 148 mg/dl on the inform sys when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device. Reporter stated that no strips are left and so no product will be returned for eval.